Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? What is the current status of the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a debridement and suturing of open wound on left calf under local anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, the patient sought medical attention due to "pain and bleeding for 30 minutes after a left calf injury". Physical examination: t: 36.3, bp: 120/80mmhg, r: 19 times/minute, p: 78 times/minute. A wound about 8cm long on the anterior inner side of the middle and third segments of the left calf, with neat skin edges and slow bleeding. The doctor communicated with the patient and their family about the condition, signed a surgical informed consent form, and performed the debridement and suturing of open wound on left calf under local anesthesia surgery. During the surgery, the doctor gradually cleared the wound layer by layer from shallow to deep and found that the wound was deep enough to the subcutaneous and fascial surface. The inactivated tissue was trimmed, thoroughly cleaned and stopped bleeding, and no obvious active bleeding or seepage was found. The number of instruments and dressings was counted correctly. The wound was sutured layer by layer. During the suturing process, the needle suddenly broke, and the doctor took out the broken needle from the patient's body and handed it over to the nurse for verification. A new needle was replaced to continue suturing the wound. The surgery went smoothly, anesthesia was satisfactory, intraoperative bleeding was about 5ml, and the patient showed no discomfort. No adverse patient consequences were reported. Additional information was requested.